Event description:
A malfunction alarm was reported, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.